Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at the lcd board. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that two of the buttons on her insulin pump became unresponsive, which she first thought was her weak button presses due to arthritis. Her blood glucose has been high the past few days and the buttons were slow to respond. The patient's blood glucose at the time of incident was 209 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.